Event description:
On (B)(6) 2025, an ilet user was hospitalized due to high bg (>400 mg/dl). They corrected bg by changing infusion sites but did not receive hospital-administered insulin. They were discharged on (B)(6) 2025. The user also reported a 20-30 point discrepancy with their dexcom g6 cgm readings. The user had a convatec inset (23", 6mm) teflon infusion set.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.